Event description:
It was reported that it was observed that the catheter at the proximal end of balloon was broken and didn't inflate. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Balloon did not maintain inflation due to a tear/hole, 0.06" in length, at the 41.5 cm area on the catheter body, which entered into the inflation lumen. Rest of through lumens were patent without leakage. No visible damage to balloon latex. Thermistor lead wire inside the catheter body was noted to be rippled 68-78 cm area, which is characteristic of the catheter body to have been stretched. Thermistor was continuous.